Event description:
Patient undergoing left l4 hemi-laminotomy and l4-5 discectomy. During the procedure a micropituitary/straight decker rongeur was used and the tip broke off from the disc space. It was retrieved without any problems. X-rays and direct visualization showed no signs of metal fragments. The field was irrigated copiously.